Event description:
Hemodynamic support was provided with the impella catheter at a performance level of "6" throughout the catheterization procedure. At the end of the procedure, there was noted to be leakage from the bacteriostatic filter on the flush line of the impella catheter. The low pressure alarm sounded. A leak was found between the pressure reservoir and the air/bacterial trap. The physician believes there was a fracture and breakage at the hub of the filter. The catheter had to be removed and a balloon pump was placed in the opposite groin. The patient remained stable.